Manufacturer narrative:
The customer contacted a siemens customer care center and stated that their quality controls (qc) levels 1 and 3 were within acceptable laboratory and peer ranges. The customer is satisfied with the instrument and stated the assay is performing as expected and they have not had any other issue. The customer feels the event was isolated to that one sample. The cause of the discordant, falsely elevated potassium (k) result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated potassium (k) result was obtained on a patient plasma sample on a dimension exl 200 instrument. The discordant result was reported to the physician(s), who questioned it. The patient serum sample was also tested and resulted lower. The patient was then redrawn and the plasma sample was tested, resulting lower. The redraw result was reported to the physician(s). The patient was redrawn again and both the plasma and serum samples were tested, resulting lower. The result from the serum sample was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated k result.